Event description:
It was reported through the litigation process that a vena cava filter was successfully deployed for a patient after being diagnosed with deep vein thrombosis and pulmonary embolus. One year, two months and twenty days post the filter deployment, the device was allegedly unable to be retrieved after unsuccessful attempts. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and two months post filter deployment, patient presents for an attempt to retrieve the filter. Over the guidewire, a flush catheter was positioned within the infrarenal inferior vena cava, caudal to the inferior vena cava filter. An inferior vena cavogram was performed which demonstrated no major thrombus within the filter cone. A 10 mm amplatz gooseneck snare was manipulated through the catheter and attempt to pope the filter apex. Despite numerous attempts and venography performed in several projections demonstrating the catheter and snare to be positioned near the hook, the hook could not be secured. Additionally, manual manipulation of the snare under fluoroscopic guidance demonstrated no indication that the snare was able to engage the hook. Additional attempts were made with 25 mm snare, again with no success. Additional attempts to retrieve the filter were aborted. On the same day, a computed tomography of abdomen with contrast study was performed for filter removal. The study showed filter was positioned within the infrarenal inferior vena cava. The filter was fully expanded. Although the filter was not significantly tilted, the apex does contact the anterior wall of the cava with a subtle low density filling defect in this area. There was no significant thrombus within the filter cone. Therefore, the investigation is confirmed for the reported retrieval difficulty. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2014), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2014). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was successfully deployed for a patient after being diagnosed with deep vein thrombosis and pulmonary embolus. One year, two months and twenty days post the filter deployment, the device was allegedly unable to be retrieved after unsuccessful attempts. There was no reported patient injury.